Manufacturer narrative:
This report is being sent as part of a service record retrospective review that was self identified by haemonetics. The following parts were sent to customer biomed for repair: hose,polyurethane,.125 ID,clr, pcb,assy,driver,pcs2, pcb assy, front dist. Brd, compressor, with filter assy. The suspect device/part was not returned to haemonetics, without physical sample provided for evaluation, the root cause cannot be determined.

Event description:
Haemonetics was notified that a customer reported, driver board went bad which burnt front panel dist. Board, cuff compressor & urethane hose. Need all the four parts. Swapping helps." There was no donor involvement.